Event description:
It was reported an issue with optilene suture. The client reported that on (B)(6) 2026, during surgery, the suture delaminated. The patient recovered without complications. Additional information has not been provided.

Manufacturer narrative:
G4: reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s., k133890. If additional information becomes available a follow up report will be submitted.